Event description:
Inbound pt reports cadd legacy pump began alarming no disposable, clamp tubing when she had 38.8 ml of veletri left in reservoir of pre-mixed cassette. Cassette removed and reseated back on pump and alarm presists. Cassette switched to back up pump and again it alarmed. Pt placed new cassette on pump and it has new been running without alarm. Cassette was #4 of shipment rec'd 5/14; lot 4103163, exp 07/31/2022. Pumps not replaced. No further details provided.